Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿intraoperative bone perforation or fracture may occur.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03752 / 03753).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date with competitor products. A revision procedure to implant a zimmer biomet hip was performed on (B)(6) 2015 due to loosening of the competitor stem. During the revision, the hi-wall acetabular liner would not seat in the acetabular cup. A second attempt to seat the liner into the cup appeared successful; however, the liner dislodged during reduction. Upon the third attempt to seat the liner, the force of impaction between the inserter and the liner fractured the patient's acetabulum. Small fragment plates and a new shell with the liner cemented into it were utilized to complete the procedure. There was a reported delay of between 40 minutes to 1 hour.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation of returned product will not be completed as the product was inadvertently scrapped due to processing error.